Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient reported that in the last box of cannulas, 4 or 5 cannulas were defective, the self adhesives detached after few hours. No adverse event alleged. Device not available for return. Lot not provided.